Event description:
It was reported the stent shortened. A physician (first-time user) implanted a 7x80x130 cm eluvia self-expending stent in the 100% stenosed, moderately calcified, and tortuous, right superficial femoral artery (sfa). During the implant, it was noticed the stent shortened and was unable to cover the expected area. Another device was used to complete the procedure with no patient injury.